Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rust occured on the device. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was or supervisor. Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rust occurred on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, defective parts (pwd/hld 700 single fork hd video bracket ard368323998 and spring arm osp fc9 120-200nm ard567910874) were replaced and the unit is back in usage again. It was established that when the event occurred, the surgical light did not meet its specification due to rust, which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue rust on powerled and hled surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of rust occurrence is moderate. As stated by subject matter expert at manufacturer¿s, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (IFU_powerled_01581, pages 35-38) avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device (technicalmanual_powerled_01582en08, page 254). To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages (IFU_powerled_01581, pages 20-22). Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).